Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt with left tibia fracture was enrolled in a (B)(6) study. Pt was implanted with expert tibial nail on (B)(6) 2012. It was discovered pt had a non-union on (B)(6) 2012. Pt was returned to operating room and had a resection of the non-union with bone grafting and bmp ii application. This is 1 of 2 reports.

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.